Manufacturer narrative:
There was no malfunction of the xenmatrix ab graft. The material degradation that presented was directly attributable to the environment in which the graft was placed. As reported the surgeon had not expected the graft to be as compromised as he found during the second procedure. However, based on the events as reported the patient had previously undergone a bowel resection with a bile leak and the surgeon reports that the implant site was "clearly contaminated" with a high level of contamination at the site and direct contact with bowel secretion, it is not unanticipated that the biologic graft could be compromised. The instructions-for-use state to, "place device in maximum possible contact with healthy, well-vascularized tissue to promote cell ingrowth and tissue remodeling." A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date there have been no other reported complaints for this manufacturing lot of (B)(4) units released for distribution in august 2018. Remains implanted.

Event description:
As reported the patient underwent hernia repair on (B)(6) 2019 and was implanted with a bard/davol xenmatrix ab graft. Surgeon reports "this was a worse of the worse case and clearly contaminated." The abdomen was left open. As reported the patient was taken back into surgery two days later and the surgeon noted 30% of the graft was completely broken down and non existent. The surgeon did not expect the graft to have broken down to this extent after two days.